Event description:
It was reported that an ilet bionic pancreas became unresponsive with ¿ilet dead, charge now,¿ did not recover despite overnight charging, and exhibited premature battery discharge and failure to charge; the charger light changed from blinking to solid green after outlet change, and a phone charged on the same outlet, indicating an energy storage issue localized to the device¿s battery component. Symptoms included hyperglycemia and fatigue. Outcomes included a delay to therapy, and the user transitioned to subcutaneous insulin with guidance from a healthcare professional. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.